Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer's blood glucose level at the time of the incident was 487 mg/dl. The customer's current blood glucose level is 178 mg/dl. The customer was treated with a manual injection. The customer did not report any symptoms related to high blood glucose. The customer was using an insulin pump within 48 hours of reporting a high blood glucose event. The customer stated that the auto mode was active at the time of the high blood glucose event. The customer assisted with troubleshooting for high blood glucose. The customer was hospitalized as a result of covid and pneumonia. Date of hospitalization (B)(6) 2022. The insulin pump will not be returned for analysis.